Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was since august 30th the pt thought they went to urgent care and needed an emergency MRI and their left leg was swollen. Caller gave them a card to get their MRI but it was not a ID card with implanted information. The pt had been working with their medtronic rep to get the pt registered but the rep said that they did not have the serial number for it was unknown and the pt could not get the MRI until the serial number was known. The pt had been in pain and they turned up their machine to where they got electric shocks but they were still in pain and needed this emergency MRI. Someone sent the pt an email attachment but did not have implanted device information on it. When agent asked for event date, they said they had been in pain for 2 weeks, and today was the 15th or 16th day of pain. The pt had reported this to a medtronic rep. When the pt was being programmed by the reps the pt was feeling tingling that would go away then come back for pt did not think stimulation was working right since they felt tingling in their legs to their back and then it would go away then come back. The patient was redirected to their healthcare provider to further address the issue. Agent also provided implant serial and model number on registration and redirected pt to registration to order ID card.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.